Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and a bs obtryx were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with a transoperator sling, enterocele repair and posterior repair; due to stress urinary incontinence, vaginal relaxation, rectocele, cystocele and enterocele. On (B)(6) 2012, the patient underwent a vaginal sling urethrolysis, excision of anterior vaginal wall mesh, anterior colporrhaphy, posterior colporrhaphy, cystoscopy for diagnosis of mechanical complications of anterior vaginal wall mesh, obstructed voiding due to cephalad displacement of the previous monarc sling mesh , mesh erosion from an anterior vaginal wall mesh, recurrent cystocele and recurrent rectocele.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele and rectocele. It was reported that patient underwent mesh removal/revision on (B)(6) 2012.